Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported at their 6 month check up they "kind of determined that maybe the antenna is not working", because when they go to charge they put it on and then a couple minutes later it would say can't find device and when they do get it to charge it¿s so critical where they position it and even if they are completely still and not breathing it would lose connection. Patient reported they had always had problems with it being so touchy that every time they charge they would get started and then it will come back with no device found. The patient was having difficulty getting and maintaining a good charging connection. Patient reported there was a bit of a tilt to the ins which caused problems with adaptivestim programming and sensing the correct position, so they turned adaptivestim off. The patient wanted to try another recharger antenna. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the ins was not confirmed to be tilted, but that the cause was due to activity/weight loss. No further complications reported/anticipated.